Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.